Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was treated with an unspecified treatment for the event. The patient was hospitalized for the event and 11 days later was discharged and has recovered. Pd therapy was ongoing. No additional information is available.